Event description:
The patient underwent prophylactic generator replacement. The explant facility is known to discard all explanted devices. No additional relevant information has been received to date.

Event description:
Information was received from the physician providing the patient's most recent known vns settings. These programmed settings were compared to the longevity estimate for the patient's device and it was determined that the generator's current battery status is as expected based on the programmed settings. Provided diagnostics were within normal limits. There is no identified device malfunction and the patient's generator has not prematurely depleted based on the data available. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's vns generator was last replaced 1.5 years ago and per the physician "is already at 18-25%." The patient has been referred again for generator replacement. Attempts have been made for additional information. No additional relevant information has been received to date. No known surgical intervention has occurred to date.